Event description:
During multi-level spinal fusion t3-l4, surgeon was implanting kyphoplasty cement and when inserting kyphoplasty trocar, neuromonitoring notified surgeon that all motor signals had been lost. Motors were repeated several times, unchanged. Pt was slowly awakened intraoperatively in the prone position to check monitor function. Pt unable to move right leg, other extremities intact. Surgeon continued trying to stabilize spine through t10 while pt was being assessed. Pt closed and taken emergently to CT scanner. Pt taken to sicu after scan. Pt returned to operating room for completion procedure the following day. Post-operatively to this date, patient has regained function to right lower extremity but has persistant loss of sensation. It is unclear at this point if the sensation loss will be permanent or temporary and patient made aware this will be monitored over the next 12-18 months for return of sensation. Signed consent by pt states "risks: weakness, numbness, paralysis, loss of bowel, bladder, and sexual dysfunction which all could be permanent. Nerve scarring, continued or worsened back or nerve pain, spinal fluid lead, failure to obtain solid fusion, damage to internal organs, accelerated degeneration of remaining disks, decreased back motion, breakage or loosening of instrumentation. Reoperation for any reason. Temporary or permanent pain, numbness, or fracture of bone graft site if fusion is needed." Operation physician denies that equipment (trocar) malfunctioned or failed. However, event was potential complication of surgery that was discussed with the patient.